Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse test drove the system and found no issues. Fse viewed error logs and showed a master tool manipulator (mtm) drift. Fse explained to clinical coordinator about what can happen while the surgeons head is in the surgeon side console (ssc) and displayed using the breakaway clutch when the floor is unlevel. If the surgeon is in the ssc, mtms need to be handled or this can occur again. The system was tested and verified as ready for use. Complaint regarding issue with usm arm 3 drifting down onto the patient when in use was not confirmed based on the field evaluation. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of the alleged issue with usm arm drifting down onto the patient when in use cannot be determined based on the information provided and fse's field evaluation. Fse was unable to reproduce the issue. This complaint is being reported based on the following conclusion: it was alleged that the usm moved with unintuitive motion/freely with uncontrolled motions. Unintuitive usm arm motion can lead to subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, there was issue with universal side manipulator (usm) arm 3 drifting down onto the patient when in use. Technical service engineer (tse) verified that the surgeon did not take their head off of the surgeon side console (ssc) high resolution stereo viewer (hrsv) and their hands off of the ssc master tool manipulator (mtm) arm, they were able to control the usm arms until it drifted when they paused. Tse asked if the usm arm was clutched when the drifting occurred, and customer stated no. Tse viewed error logs and did not see any errors in the logs. Tse recommended that surgeon keep their hands on the mtm when surgeon's head is in the ssc hrsv. The customer stated that the surgeon cannot get usm arm 3 into position because it does not hold. The customer is continuing with the case. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: tse¿s review of the system logs identified no related error. The procedure was completed, and no usm arms were disabled. It was unknown if the issue occurred with the surgeon¿s head inside the ssc hrsv. There was usm arm shakiness; however, no friction and no external collisions. The issue was intermittent. No procedure delay.